Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing tests at the user facility, the subject device repeatedly tested positive for following bacteria: on (B)(6) 2019, the subject device tested positive for pseudomonas aeruginosa and unspecified aerobic bacteria (>78cfu/100ml). On (B)(6) 2019, the subject device tested positive for pseudomonas aeruginosa and unspecified aerobic bacteria (>80cfu/100ml). The user facility had reprocessed the subject device using a non-olympus automated endoscope reprocessor (soluscope s3) with peracetic acid. Other detailed information has not been provided from the user facility at present but there was no report of patient infection associated with the event.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information and was reported that they had cleaned the subject device using non-olympus cleaning brush (asepti med c+f). The subject device has not been returned to olympus medical systems corp. But was returned to olympus france (ofr). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. The exact cause could not be determined.